Manufacturer narrative:
Citation: tzimas g et al. Percutaneous valvular closure followed by tav-in-tav intervention during a single procedure in order to treat a severe paravalvular leak after performing tavi in a bicuspid aortic stenosis. Case rep cardiol. 2019 apr 15;2019:4825607. Doi: 10.1155/2019/4825607. Earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old male patient with a history of hypertension, chronic renal insufficiency, and interstitial lung disease who presented following a four-month period with progressive dyspnea. Transthoracic echocardiography showed a bicuspid aortic valve and multi-detector computed tomography exhibited severe aortic annular calcification. It was noted that a pre-implant balloon aortic valvuloplasty was performed with a 28 mm x 4 cm non-medtronic balloon. The patient underwent transcatheter aortic valve implantation with a 34 mm medtronic evolut r bioprosthetic valve (serial number not provided). Following valve deployment, fluoroscopy and transesophageal echocardiography revealed severe paravalvular leak (pvl) due to suboptimal valve expansion from nodular calcifications and low positioning of the valve. It was indicated that prosthesis undersizing in addition to the calcified bicuspid anatomy led to a suboptimal expansion and low position of the valve. The patient developed signs of hemodynamic instability and inotropic support was initiated. Post-dilatation was performed with a 28 mm x 4 cm non-medtronic balloon. However, fluoroscopy and transesophageal echocardiography showed no improvement to the pvl. Subsequently, a non-medtronic vascular plug (12 mm) was implanted, but it was stated that the plug ¿failed to reduce the severity of the pvl.¿ a second non-medtronic vascular plug (10 mm) was implanted parallel to the first plug. Yet again, fluoroscopy and transesophageal echocardiography did not exhibit any significant reduction in the pvl, and the patient remained hemodynamically unstable requiring continuous inotropic support. Ultimately, the patient underwent transcatheter valve-in-valve implantation with a 29 mm non-medtronic bioprosthetic valve. Transesophageal echocardiography revealed elimination of the pvl with a mild residual aortic regurgitation after the valve-in-valve intervention. A final aortic root angiogram identified a type a aortic dissection extending from the aortic sinuses into the ascending aorta. Conventional surgical intervention was refused by family and the patient died three days later. It was reported that the dissection was likely predisposed in the presence of a severely calcified aorta. No additional adverse patient effects or product performance issues were reported.